Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not allow user to recover the drawer without ejecting all the cubies. A field service engineer stated that the issue was resolved by the customer. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the pyxis will not let the user to recover the drawer without ejecting all the cubbies out. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.